Event description:
A malfunction alarm with the code malf 24 occurred, affecting the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by sending a replacement pump with updated software. The customer was instructed on using storage mode and advised on proper sensor usage with the new pump, acknowledging and understanding these instructions. The problematic pump was to be returned within 10 days using a pre-paid label.